Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the device revealed worn appearance. Torque testing was performed and device was found to be within required specification. Device was initially reported as a malfunction. Investigation concluded device did not fail to meet specifications. As such, this event is now considered to be a non-reportable event. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The investigation could not verify or identify any evidence of the device contribution to the reported problem. It is not suspected that the device failed to meet specifications. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: l4-5 mis perc posterior lumbar fusion. After titanium rods (186788050 and 186788055) was inserted, mis set screws (186715000 x 4 ) were inserted and tightened with set screw inserted (286750070). Final tightening was then performed with the 80 lbs psi torque handle (286750100 and 286750070). Surgeon questioned if the torque device was torquing out at 80 lbs psi, ¿seems to break early¿. To rectify the concern, surgeon re-tightened the set screws with 286750083 compressor driver x25, to his satisfaction. Torque handle was pulled from the set, decontaminated, in sc possession, with complaint submitted, and will ship to complaints when appropriate: if other, describe? L4-5 mis perc posterior lumbar fusion, was surgery delayed due to the reported event? No, action taken when event occurred? Yes, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? No, if no, explain --> manually final tightened the viper prime set screws 186715000, patient status/ outcome / consequences? Unknown, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? No.